Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by stephen h white, sharon roberts, and jan herman kuiper. This information was originally reported on 1825034-2015-03074 which referenced a journal article written on a study that this patient took part in.

Event description:
Information was received based on review of a journal article titled, "the cemented twin-peg oxford partial knee replacement survivorship: a cohort study" in which the aim of the study was to report the longer-term implant survivorship and clinical outcome of the cemented twin-peg oxford partial knee in a patient cohort which includes the original group of 100 patients, treated between 2003 and 2005, plus those treated until the end of 2009. The oxford was manufactured at biomet. A patient was identified in the article that underwent partial knee arthroplasty on an unknown date. Subsequently, patient was revised to a total knee system 4.7 years after initial procedure due to lateral osteoarthritis and mild valus laxity at 6 months post op. There has been no further information provided and the patient outcome is unknown.